Manufacturer narrative:
Block b3 date of event approximate.

Event description:
It was reported that the patient experienced frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3 date of event approximate. Correction to initial report in block d6b.

Event description:
It was reported that the patient experienced frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering as expected. The explanted ipg will not be returned as it was discarded by the medical facility.